Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information alleging of dizziness, headache, difficulty in breathing, fatigue, airway irritation and dry mouth . There was no serious patient harm or injury. The patient required no medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
In previous report the product code grid was given for material integrity problem which is now updated to "insufficient information" in this report.

Manufacturer narrative:
Additional information was received on 09/29/2025 the manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information alleging of dizziness, headache, difficulty in breathing, fatigue, airway irritation and dry mouth . There was no serious patient harm or injury. The patient required no medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d; model number, catalog item identifier and product UDI has been updated.